Event description:
A surgeon reported three days after a vitrectomy procedure, a patient experienced ocular hypertonia. The patient underwent a "washing surgical procedure of the vitreous chamber, with air to decrease the gas concentration" postoperatively. The surgeon suspects during the vitrectomy procedure the air/gas mixture was not properly mixed by the system. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).